Manufacturer narrative:
(B)(4). Device evaluation anticipated, but not yet begun. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported that the rt265 infant dual heated evaqua2 breathing circuit and a drager babylog ventilator were used to resuscitate and ventilate a 1-day premature neonate. The hospital reported that the swivel of the breathing circuit became disconnected and there was a leak. The circuit was replaced by the hospital. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint rt265 infant dual heated evaqua2 breathing circuit was returned to fisher & paykel healthcare in (B)(6) for evaluation. The returned circuit was visually inspected and pressure tested. Results: the swivel from the complaint rt265 breathing circuit was returned fully assembled. No damage was observed to any part of the swivel. Pressure testing confirmed that the breathing circuit was within specification. Conclusion: we are unable to determine what may have caused the leak as reported by the customer as no fault was found with the returned device. The infant swivel and elbow are assembled using a machine to ensure a consistent tightness of connection. The swivel is then 100% pressure and flow tested as part of the infant breathing circuit before leaving the production line. Any breathing circuits that fail these tests are rejected. Our user instructions that accompany the rt265 infant dual heated evaqua2 breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms.'

Event description:
A healthcare facility in france reported that the rt265 infant dual heated evaqua2 breathing circuit and a drager babylog ventilator were used to resuscitate and ventilate a 1-day premature neonate. The hospital reported that the swivel of the breathing circuit became disconnected and there was a leak. The circuit was replaced by the hospital. No patient consequence was reported.